Event description:
On (B)(6) 2025, it was reported by a sales representative via email that two ar-521-tba8 ibalance uka tibial bearing implants failed to snap into the tray. Multiple techniques were attempted, and the tray was confirmed to be free of debris; however, neither 8mm tibial bearings could be secured into the locking tabs. The component remained proud either at the central portion or on the medial side of the tray. This issue was identified during a right medial uka procedure on (B)(6) 2025. Additional information requested on 6/25/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.